Manufacturer narrative:
The field service representative (fsr) could not duplicate any gas flow messages. He replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the gas flow sensor was not calibrating. There was no patient involvement.

Manufacturer narrative:
Per data log analysis, the reported issue was 'gas flow sensor not calibrating'. On (B)(6) 2020 a perfusion screen is opened at 12:26:07 pm. At that time, both the air and oxygen input gas pressures are under range. This will prevent gas system calibration as reported (calibrate button will be grayed out). At 12:27:47 the input gas pressures are within range. At 12:28:15 pm calibration is successfully performed. There is no indication of a problem with the gas system.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician could not verify the complaint. The electronic patient gas system passed calibration three times and passed the verification/release testing.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported issue. The electronic patient gas system (epgs) powered up and obtained good air and oxygen (o2) flow. The srt waited for 15 minutes for o2 warm up. The o2 button on the central control monitor (ccm) would not turn active indicating that the unit is ready for calibration. The o2 sensor was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.